Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Other: heparin. Embolic protection: emboshield nav6 7.2 mm x 190 cm. There was no reported product deficiency. The reported patient effects of cerebrovascular accident (stroke), weakness and hypotension are listed in the product instructions for use as known potential adverse effects associated with the use of the product. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that one day post rx acculink stent implantation in the right internal carotid artery, the patient became hypotensive, developed slurred speech and left arm weakness. Treatment included dopamine for the hypotension and heparin was given prophylactically for the neurological symptoms. On (B)(6) 2011, the hypotension resolved and the dopamine was discontinued. Neurological symptoms continued and repeat CT scan showed a subacute infarct which was diagnosed as a stroke. On (B)(6) 2011, the patient was discharged to a rehabilitation facility. On (B)(6) 2011, during a follow-up visit, the nih stroke scale score was 7. The condition is continuing, but improving. There was no additional information provided.